Event description:
Related manufacturer reference number: 2017865-2023-20197. Related manufacturer reference number: 2017865-2023-20198. Related manufacturer reference number: 2017865-2023-20199. It was reported that the patient presented for a laser lead extraction procedure. It was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. The pacemaker and the right ventricular leads were also explanted and replaced for an unknown reason. The patient was stable.